Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with dianeal ambuflex and dianeal ultrabag was ongoing. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was obtained from the peritoneal dialysis registered nurse (pdrn) (B)(6). The rn confirmed the diagnosis of peritonitis. A peritoneal effluent culture was performed with unknown results. The patient was treated with unknown antibiotics for the event. The rn confirmed that the patient was not hospitalized and that the cause of the peritonitis was unknown. The patient was retrained. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The patient was recovering from the event and pd therapy was ongoing. A review of all batch record documents was performed on h11j24072 and h11j13117 with no issues noted during the manufacturing process.